Event description:
When surgeon fired stapling device with the original green load, it jammed and would not fire. The original green cartridge was not used first, but 2 blue, zr445b, were used prior without difficulty.